Event description:
A complaint was rec'd that a pt was experiencing discomfort. The physician determined the pt had an infection. The patient's precision system was explanted. The infection was determined to be mrsa and the pt was administered antibiotics. The pt is reportedly doing well.

Manufacturer narrative:
The explanted device will not be evaluated, as it was discarded by the medical facility.